Event description:
It was reported that the stent inadvertently deployed outside the patient. A 6 x 40 x 130 innova self-expanding stent was selected for use in an arterial stenting procedure. During the procedure, the stent could not be deployed inside the patient. The stent was withdrawn. At that time, the stent deployed outside the patient. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable following the procedure. It was further reported that an ipsilateral approach was used to access the target lesion located in the superficial femoral artery with general stenosis, calcification, and tortuosity. Pre-dilatation with a balloon was performed. While attempting to deploy the stent inside the patient, it took elevated force to turn the thumbwheel.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The stent was outside of the sheath. Microscopic examination revealed no additional damages. The pull rack and yellow thumbwheel lock was still in the manufactured position. The middle sheath was no longer sitting on top of the proximal end of the tip. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis confirmed the stent was outside of the sheath, and there was damage that could have contributed to the failure to deploy the stent.

Event description:
It was reported that the stent inadvertently deployed outside the patient. A 6 x 40 x 130 innova self-expanding stent was selected for use in an arterial stenting procedure. During the procedure, the stent could not be deployed inside the patient. The stent was withdrawn. At that time, the stent deployed outside the patient. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable following the procedure.